Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) event with minute ventilation feature being disabled due to electromagnetic interference (emi) over sensing on both right atrial and right ventricular channels. The patient had a hip surgery the same day the sam episode was recorded. There was pacing inhibition observed due to the emi over sensing, but the patient had intrinsic rhythm. It was discussed that the mv feature could be turned on again if it was desired. The pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.